Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set leaks in the tubing site no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.